Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a target lesion in the left superficial femoral artery. The 5.5x80mm armada 18 balloon dilatation catheter (bdc) was advanced to the lesion without issue; however, during the first inflation the bdc ruptured at 10 atmospheres. The procedure was continued with use of a second same size armada. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.